Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept from the central supply dept with a report of "no display on power up, gives a tone also like it does with a software error." During testing at the user facility, it was reported the "pump had no display upon power on. After a few seconds it gave a constant alarm and there was a white screen, with red writings." There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation the device would not power on using ac power. The display remained black and the device sounded an audible alarm from the secondary beeper. This was due to spillage on the power management printed circuit board. The cause of the spillage was use in the customer environment. During testing, no whitescreen errors were displayed. This report represents all the info known by the reporter upon query by hospira personnel.